Event description:
It was reported that the non-boston scientific right atrial (ra) lead exhibited high, out-of-range pace impedance measurements, triggering a lead safety switch (lss). Technical services (ts) was contacted, and ts noted many atrial tachy response (atr) events due to noise since the lss and one signal artifact monitor (sam) due to the high impedance. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the non-boston scientific right atrial (ra) lead exhibited high, out-of-range pace impedance measurements, triggering a lead safety switch (lss). Technical services (ts) was contacted, and ts noted many atrial tachy response (atr) events due to noise since the lss and one signal artifact monitor (sam) due to the high impedance. The pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.